Event description:
In 2007, fibula shaft - product fractured into pieces while placing into pt. Graft taken out of pt. Graft was pre-soaked. 4cm product code 800721. No packaging- unknown, unknown no ir. Broken needle. Ethicon monocryl y399 taper ctx 1. Route: cutaneous. Dates of use: two months in 2007. Diagnosis or reason: surgical suture material. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.